Manufacturer narrative:
Amendment. Additional information was received detailing that the lead was able to capture and the possibility of loss of capture was discarded. This no longer meets reportable malfunction criteria.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Boston scientific technical services (ts) reviewed pmt events and suggested programming tracking preference off. Data analysis discussed the morphologies were coming from different sources and the possibility of the left ventricular channel exhibited loss of capture. At this time device remains in service. No adverse patient effects were reported. Additional information was received detailing that the lead was able to capture and the possibility of loss of capture was discarded. This record no longer meets reportable malfunction criteria.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Boston scientific technical services (ts) reviewed pmt events and suggested programming tracking preference off. Data analysis discussed the morphologies were coming from different sources and the possibility of the left ventricular channel exhibited loss of capture. At this time device remains in service. No adverse patient effects were reported.